Event description:
Per the clinic, the patient experienced sudden change in sound quality, significant decrease in performance with the device and facial nerve stimulation, reportedly after an MRI (specific date not reported). Reprogramming, troubleshooting and hardware exchange attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.